Manufacturer narrative:
Concomitant product: customer uncertain of exact device. All provided models named were included in this section. The device was returned to olympus for evaluation. And the customer¿s allegation was confirmed. Based on the results of the investigation, the most probable cause of the findings is a failure of the video connector from the maehan section. A review of the device history record found no deviations, that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Instructions for use (IFU) indicate: "precautions" section of the instruction manual "for safe use, handling and general precautions": hit the electrical contacts of the video connector. Do not bump or bend the electrical contacts of the video connector. Doing so, may prevent connection to the video system center or cause a poor connection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that at the beginning of an unspecified therapeutic procedure. It was observed, that the subject device had internal water invasion. The procedure was completed utilizing a similar device. There were no reports of patient harm.